Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings dim pink / faded display screen is duplicated. Open pump to take away a bad display screen to complete a test with knew good display screen, the good display screen is showing a strong clear contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim and discolored display this report is made based on the results of an investigation completed on (B)(4) 2013